Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the pump was set to the wrong month after a time/date reset from 05/18/15 at 8:53pm to 06/18/15 at 11:12pm leading to the total daily dose of insulin to appear inaccurate. The prime steps were performed with no issue. The pump was exercised for 24 hours and found to be operarting properly. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was inaccurately delivering insulin. The reporter reviewed the pump's basal history and found that it did not correctly match the active basal program. The reporter stated that the patient had a blood glucose level of over 250 mg/dl but under 500 mg/dl. The reporter stated that there were no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.